Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer gave water level low and disposable tubing alarms as an out of box failure. It was also noted that the electronic assembly board is not working. No adverse effects were reported.